Event description:
The patient reportedly experienced intermittencies followed by loss of lock. Programming adjustments were made and external equipment exchanged, however, this did not resolve the issue. Revision surgery is under consideration.